Event description:
A doctor reported that several patients experience post-operative sensitivity after use of xano iii bonding agent and that several patients required endodontic therapy. The complainant did not know if the need for endodontic therapy was related to use of the xeno iii or even if xeno iii was used on the patients who required therapy.